Event description:
It was reported that at the conclusion of a da vinci small bowel resection procedure, the surgeon inspected the patient's bowel and found what appeared to be 4 dime-sized puncture wounds along the mesenteric edge of the bowel. Two to three of the puncture wounds were found to be approximately 6 inches apart from each other. According to the initial reporter of this complaint, who was not present during the surgical procedure, the surgeon made the decision to convert the da vinci small bowel resection procedure to open surgical techniques in order to inspect the rest of the patient's bowel and to repair the 4 puncture wounds. During the da vinci surgical procedure and before the event occurred, the surgeon had only been using the fenestrated bipolar forceps instrument and a cadiere forceps instrument. Although the surgeon did not know the cause of the 4 puncture wounds, he suspected that the two instruments might have been contributing factors to the patient's injuries. On (B)(4) 2014, intuitive surgical, inc. (Isi) spoke to the site's or director. The or director confirmed that there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci small bowel resection procedure. According to the or director, the surgeon was able to repair the bowel injuries with sutures. However, the patient was still hospitalized at the time. On (B)(4) 2014, isi contacted the or director again. The or director indicated that the patient was discharged from the hospital and no post-operative complications were reported. She also stated that the site has not determined the cause of the patient's 4 bowel puncture wounds.

Manufacturer narrative:
The instrument was returned to isi and evaluated. The instrument was found to have a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Scratches were also observed on the surface of the instrument's distal pulley. In addition, an epoxy fragment on the yaw pulley where the conductor wire passes through was found to be missing. Failure analysis (fa) concluded that the instrument damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The instrument was found to be fully functional despite the small fragment of epoxy that was missing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The cadiere forceps instrument involved with this complaint was also returned to isi and evaluated. The instrument did not appear to have any damage and no trouble was found. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient was found to have sustained injuries to his bowel while undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's bowel injuries is unknown.